Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this unknown pacemaker detected out-of-range impedance measurements in response to an ablation procedure. Attempts to obtain additional information have been unsuccessful.